Event description:
The pt was implanted with a left ventricular assist device. It was reported by the biomedical engineer that the pt was experiencing intermittent power cable disconnect alarms when on either the power module or on batteries. The system controller was swapped for another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the MFR for eval. The reported event of power cable disconnect alarms was confirmed during analysis. In the eval, movement of the white power cable at the connector end resulted in alarms and interruption in pump support while tethered to the test power module. The white power cable was stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event. No further info is available. The MFR is closing its file on this event.